Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) via a healthcare provider (hcp) reported that the patient experienced decreased therapy efficacy, physician did a dye study and determined catheter needed to be revised or replaced. It was not disclosed what symptoms patient was experiencing other than increase in pain. There was a catheter replacement (explant of entire old catheter and implant of new). The issue was resolved at the time of the report. The patient's weight and medical history were asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6)2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported that the catheter was not patent during the dye study.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving hydromorphone (5mg/ml at 1.4483mg/day) and bupivacaine (20mg/ml at 5.793mg/day) via an implantable pump. The indications for use was non-malignant pain. It was reported that the reason for the call was a volume discrepancy. At the pump refill on (B)(6) 2024 the expected reservoir volume (erv) was 3.9 ml and actual reservoir volume (arv) was 11 ml. The manufacturer representative (rep) was unsure if there was any history of volumes being off prior to that refill. The rep did not mention any change in therapy effect. The manufacturer's technical services specialist (tss) reviewed options to do a catheter access port (cap) aspiration or dye study and reviewed option of doing a catheter revision if necessary. The issue was not resolved through troubleshooting.